Manufacturer narrative:
(B)(4). The correct expiration date of imx sirolimus reagent lot 802873106 is 5/13/10, not 7/23/10 as was submitted in the initial medwatch submission. Suspect medical device, expiration date was corrected in this submission. The imx sirolimus calibration errors generated with reagent lot 802873106 were caused by a calibration curve ratio outside the imx sirolimus assay file limits for the imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.

Manufacturer narrative:
(B)(4). The imx sirolimus calibration errors generated with reagent lot 802873106 are caused by a calibration curve ratio outside the imx sirolimus assay file limits for imx sirolimus calibrator b/calibrator a and calibrator f/calibrator a. A product recall was issued and a letter was sent to abbott customers with instructions to discontinue use and destroy the suspect imx sirolimus reagent and switch to a replacement lot of reagent.

Event description:
The customer observed imx sirolimus calibration failures when reagent lot 802873106 was in use. The customer performed an optical check and system dispense check which were within specifications. The customer attempted recalibration on the same analyzer and another analyzer in the lab and calibration was not achieved. The customer performed recalibration which passed, however, error code 161 (check 5 out of range) was generated. The customer was sent a new lot of reagent, calibrator and pre-treatment solution. There was no impact to patient management.